Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment an arterial air alarm occurred while in rinseback. Treatment was discontinued without completing rinseback resulting in an estimated blood loss of 150cc. No medical intervention was required.

Manufacturer narrative:
Nxstage requested return of disposable cartridge; however it was learned through follow up that the cartridge had not been returned. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Follow up with facility staff indicated that the arterial air alarm was attributed to issues with the patient's access. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff will provide add'l training regarding cannulation. Nxstage medical considers this report closed. No add'l info will be provided.